Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, both products were thoroughly inspected and analyzed. Microscopic visual inspection of the device confirmed body fluid in the rv port and rv seal plug; no other anomalies were noted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Device memory was reviewed and several atrial tachycardia response episodes were recorded (B)(6) post implant. Only one episode had an electrogram (egm) available for review as this device was not immediately programmed off post-explant which resulted in many episodes, representative of non-physiologic noise, being recorded and overwriting some egms. The egm was reviewed and no noise was noted on the rv channel. Two other episodes were recorded on this same day and were classified as ventricular tachycardia (vt). The egms were reviewed and included noise that appears indicative of the leads being removed from the patient. No other egms with noise were recorded. Laboratory analysis was unable to confirm the reported clinical observation as the product functioned as designed during analysis.

Event description:
Boston scientific received information that following an uneventful device and right ventricular (rv) lead implant, this patient returned the following day for urgent medical intervention. Interrogation confirmed marked oversensing and a bradycardic rate. The physician immediately surgically intervened, at which time blood in the right ventricular header port was noted. Upon removal of the rv lead from the header port, blood was again visible within the lead's inner lumen. The physician again commented that the implant the day prior, had been unremarkable; however, mentioned rv lead damage could have been incurred during right atrial lead placement (which reportedly took place following rv lead implant). Both the device and rv lead were removed and are intended to be returned for a post market evaluation. Following removal, no obvious product damage could be identified. No resulting adverse patient effects and another device and rv lead were successfully implanted.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.